Event description:
It was reported the dsg23 was used during a laparoscopic cholecystectomy. It was reported the tip of the grasper broke while attempting to grasp the gall bladder. There was no consequence to the pt.

Manufacturer narrative:
Tracking # 50904. Sent: 12/02/1998. 12/02/1998 after further investigation, this complaint was determined to be not reportable.